Manufacturer narrative:
Codman has requested the valve for eval. Upon completion of the investigation a follow-up report will be filed.

Event description:
Affiliate reports that an infant received a micro valve in 2005. In 2006, the surgeon decided to increase the pressure setting of the valve from 100 to 120, however, the attempt failed. The surgeon also noticed, during palpation, an unusual edge at the implantation side of the valve and thus decided to explant the valve and replace it with a new one. When inspecting the explanted valve, it was noticed that the ground plate inside the valve housing was rotated by 90 degrees.